Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result d9:device available for evaluation? Additional information d4:unique identifier (UDI) d8:was this device serviced by a third party? H4:device manufacture date the pentax medical engineer checked with the hospital staff and the device was used for examination with no harm caused to the patient. The examination was completed with another device. They noted that the objective lens was broken and dirty which caused blurry image. A painless examination was reportedly done for the patient using two endoscopes within the one examination. The first endoscope was the one with the reported defect and captured within this report. The second endoscope, same model, unknown serial number, was used to completed the examination. The dietary restriction implemented were due to the patient's illness and has nothing to do with the reported intestinal mucosa damage. The device was repaired by the third party and returned to the hospital. Based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the image was blurry due to damage to the objective lens, but the facility was asking a third party to repair it, so the cause could not be determined. We reminded the hospital that they should pay attention to daily check which can reduce the occurrence of accidents. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at the pentax medical miyagi on (B)(6) 2019 under normal conditions. The endoscope was reworked for "labeling defect" and "passed at the second inspection" and passing the necessary inspections including the replacement of the UDI plate, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
We received a good faith effort(gfe) response via email on 16-jun-2023 and 21-jun-2023 that the original endoscope used was the cause of the injury, and a replacement endoscope was then used to complete the examination. The patient had no side effects and was discharged the same day. We also received responses that the cause of dietary restrictions was the patient's illness. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The patient reported that he had epigastric pain after eating with no obvious cause a week ago, with continuous rows of vague pain, and black stools 5 times after taking gastric medicine (specific description unclear) on (B)(6), with an amount of about 100g each time, and the doctor diagnosed: peptic ulcer? Gastritis? He was admitted to the hospital at 19:58 on (B)(6) 2023. To clarify the cause, the patient was given a painless gastroscopy at 10:05 on (B)(6). During the examination, it was found that the scope lens was blurred and could not see the tubular adenoma of the intestinal mucosal layer below 0.5 cm, and replaced other one to use immediately , and the field of view was clear after the replacement. Due to 2 times of entering and withdrawing the scope, the intestinal mucosa was damaged to bleed mildly , the patient was instructed to eat a cold or liquid diet below 30 degrees on the same day. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.